Manufacturer narrative:
The large clip applier instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigation did not replicate nor confirm the reported issue. Upon visual and microscopic inspection, no damage was found to the wrist assembly. No cable damage or misalignment of grips was observed. The housing was removed and no damage was observed at the backend. Ligation clip was successfully installed on the instrument. The instrument was placed and driven on an in-house system the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and passed twice. The instrument was fully functional. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the large clip applier instrument (470230-12/n10210809 0059) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021. This complaint is being reported based on the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large clip applier instrument allegedly "does not want to move correctly." No additional information was provided. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer acknowledged that they were the person who enters information into the davinci portal. However; they do not have information to provide related to the intraoperative performance of the instrument. They added that the damaged items were saved together they do not have any more information to provide at this time besides the instruments that were returned do not work anymore and they still have lives left on them.